Manufacturer narrative:
The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the fluid in battery box and the home screen did not appear on the display. Customer states o-ring was in place and it was free of debris. Customer stated battery cap was not damaged. No harm requiring medical intervention was reported. The device will be returned for analysis.

Manufacturer narrative:
Device passed displacement test, self test, sleep current measurement and active current measurement within specifications. Device was monitored and functioning properly. No unexpected blank display noted during testing. No moisture damage found inside the device. (B)(4).